Manufacturer narrative:
The reported issue of over infusion could not be confirmed; no product or device logs were returned for investigation. The root cause of the customer¿s complaint of over infusion could not be confirmed; no product or device logs were returned for investigation. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is unknown. H3 other text : no product returned.

Event description:
It was reported that during a pre delivery test on the lvp (8100), there was an over infusion. The volume to be infused (vtbi) read 12.8/12.9 and that the reading should be 12ml +/- 5%. It was noted that testing fluid was used. There was no patient harm. It was noted that this was an out of box failure.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a pre delivery test on the lvp (8100), there was an over infusion. The volume to be infused (vtbi) read 12.8/12.9 and that the reading should be 12ml +/- 5%. It was noted that testing fluid was used. There was no patient harm. It was noted that this was an out of box failure.